Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor overinfused. The expected therapy time was 46 hour; however, the actual infusion was competed in 24 hours. The device was filled with 4450mg fluorouracil in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: correct the quantity to two (2) small volume infusors. This occurred twice on the same patient (reported as one on initial). H4: the device was manufactured from december 1, 2021 - december 2, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.